Event description:
The customer reported the during an atrial fibrillation ablation procedure, a pt burn occurred on the right lower quadrant from where the grounding pad was placed. The degree of burn and type of treatment are unk. Incident pad was discarded by the site.

Manufacturer narrative:
(B)(4). The incident grounding pad was discarded by the site and was not available for eval. The e7506 instructions for use warns that non-traditional procedures that utilize high current, long duty cycles, or both (for example: tissue lesioning, tissue ablation, tissue vaporization, and procedures in which conductive fluids such as saline or lactated ringer's solution are introduced into the surgical site for distention or to conduct the rf current) increase the risk of excessive heating under a fully applied return electrode to the point of injuring the pt. Use of more than one return electrode may help mitigate the increased risk.